Event description:
It was reported the device conductive link extruded and was inadvertently damaged whilst cleaning the patient's radical cavity. Reportedly, the conductive link was not properly covered during first implantation. The patient was re-implanted with a vorp implant.

Manufacturer narrative:
No UDI available. The device has been explanted and has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.